Event description:
Event description guidant received information that this right ventricular lead was exhibiting elevated impedance measurements and loss of capture. A lead fracture was suspected. However, an x-ray showed no abnormalities. The patient is not pacemaker dependent and does not require ventricular therapy. Therefore, a lead revision was not performed and it is unknown if a procedure will take place in the future.